Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown plastic foreign matter inside one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for evaluation. The assessment of the photo shows foreign material inside the tube, resembling a broken piece of plastic. A total of 100 retained samples were visually inspected, and no plastic foreign material was found. A review of the device history record for the incident lot confirmed that all product specifications and lot release requirements were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored. Our business team regularly reviews the collected data to identify any emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes there was unknown plastic foreign matter inside one device. No adverse impact was reported regarding the patient or user.